Manufacturer narrative:
The spot vs100 is intended for vision screening of subjects from the age of 6 months through adults. The device evaluates a subject¿s refraction, pupil size and visual gaze for determining the need for referral to for further evaluation. A medical (vision) professional. Spot vs100 is indicated for use when evaluation of individuals for poor vision and refractive errors is needed. Technical service confirmed the reported problem of the power cord physical damage. It was noted the device had exposed copper wires. The power cord was replaced to resolve the issue. Based on this information no further actions are required. Although there was no reported injury with this event, if the report of damaged power cords with exposed wires were to recur, it could potentially cause serious injury or death. Therefore hillrom is reporting this event.

Event description:
The customer reported that the device power cord was damaged with copper wires exposed. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).